Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 04-dec-2017 a field service engineer (fse) was dispatched to the customer's facility and confirmed the reported issue. Fse identified the issue to the disconnected tubing from the wash probe assembly. Fse reconnected the tubing, cleaned up the wash that was primed in the area, checked the wash test cup, and cleaned beads from the wash prime well. The customer then ran daily and quality controls (qc) on thyroid stimulating hormone (tsh), ferritin (fer), and ipth. The results are within acceptable range. No further action required from field service. A 13-month complaint history review and service history review for serial number (B)(4) from 04-nov-2016 through 04-dec-2017 for similar complaints was performed. There was one similar complaint identified during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flag, error 3017 is substrate low. This error is generated when there is insufficient substrate. The solution is, after confirming that 'assay' displayed on the upper right of the assay monitor screen changes to 'stop', replace the enzyme substrate with new one and press the start key to restart assay operation. Error 2015 is bf probe purge failure and occurs when purging by the bf probe is abnormal. The solution is to clean up the wash probe tip or replace it. Contact the service department. In the aia-360 training manual under tab 8 - troubleshooting, error 2017 is substrate purge failure. This error is generated when no substrate was dispensed at daily maintenance. The solution is for the customer to check substrate level and replace as necessary, repeat daily maintenance. The most probable cause of the reported event was due to disconnected tubing from b/f (bound/free) wash probe.

Event description:
On (B)(6) 2017 a customer reported getting error 3017 substrate low, error 2015 bf probe purge failure, and error 2017 substrate purge failure during daily check on the aia-360 instrument. Customer is unable to run patient samples on intact parathyroid hormone (ipth). A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ipth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
(B)(4), per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.